Event description:
Patient's one touch ultra meter was reported to give inaccurate high readings. Medical affairs specialist was unable to reach the patient for more information. A letter will be sent to try and contact the patient. Per documentation, patient was incoherent and unresponsive. The result on the one touch ultra meter was 393 mg/dl. Spouse took patient to the emergency room and the hospital meter read 36 mg/dl. Patient was given IV treatment. Patient took insulin following use of the meter (unknown how much insulin taken). During troubleshooting, it was discovered that the meter code did not match the test strip code which could result in inaccurate readings. This case is reported as an adverse event because the patient suffered a serious injury and user error could have contributed to that.